Manufacturer narrative:
The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative. Zimmer biomet dental has made a change in its reporting policy and will no longer consider endosseous dental implant that does not achieve primary stability at insertion, where the clinician immediately removes the dental implant as a reportable serious injury. These events will continue to be individually assessed, trended and if required, will be reported in the event that the device caused or contributed to a serious injury.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported by customer that the implant was removed due to unable to place. Lack of primary stability. No symptoms was reported. Patient will return for an additional appointment. Tooth#12.